Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow-up. Upon interrogation, high, out of range pacing lead impedance and high, out of range, high voltage lead impedance were observed. High capture threshold, oversensing due to noise and a decrease in sensing were also noted. Noise was reproducible with isometrics. Hv therapy was programmed off until the lead was capped and replaced. There were no complications due to the procedure.